Event description:
During diagnostic laparoscopy for suspected small bowel obstruction, using an ethicon 5 mm "optiview" cannula, entering in the left upper quadrant of the abdomen, reporter inadvertently punctured the colon--necessitating an extended colon resection. While the pt did well, reporter performed an extended right hemi-colectomy for a cecal volvulus and there was spillage of stool into the peritoneal cavity, necessitating prolonged operative time, extensive irrigation, and taking out about 8-12 inches more of colon than necessary -to include puncture site in distal transverse colon.